Manufacturer narrative:
Information regarding suspect medical device section common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Product code: qau. Information regarding the initial reporter: occupation: unknown. Information regarding all manufacturers: PMA/510(k) #: k200972. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (only one catheter was returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was visible inside the nozzle of the device. The returned catheter presented with powder on the exterior as well as a kink near the proximal end and bends at the distal end. When tested as returned, the device sprayed a small amount once then stopped. The carbon dioxide (co2) cartridge discharged upon deactivation of the device and the co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When retested with a new co2 cartridge and activation knob, the device did not spray. For further evaluation, the device was disassembled and the tubes were disconnected for removal of the powder. Hard, darkened clumps of powder were observed in the nozzle as well as in the tube between the powder chamber and on/off valve. The powder chamber cannula also contained dark, hard clumps of powder. The back tube contained loose powder. A visual of the hole in the bottom of the powder chamber showed it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device internally clogging and not being able to spray powder. However, we could not conduct a complete investigation because only one catheter was returned for evaluation. This limits our ability to conclusively determine a cause. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician selected a cook hemospray endoscopic hemostat. The hemospray did not deploy the powder. The procedure was completed using another hemospray device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.